Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. There was no excessive no delivery alarms noted. The pump was received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call of issues with excessive no delivery alarms on their insulin pump. The customer's blood glucose level at the time was unknown. The customer's current level is 167mg/dl. The customer states the device was resolved by an infusion set change. The device is being replaced and returned for analysis. The customer also mentioned waking up to high blood glucose levels. The customer states they wake up to being in the 500mg/dl range. The customer declined to troubleshoot for high levels.